Event description:
A facility reported that the mayfield ultra base unit (a2101) was sticking. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit had the handle closed without having the 6-inch transitional inserted.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: unit received had the handle closed without having the 6-inch transitional inserted. The handle became misshapen and was resized to accept the new transitional. Unit received without the 6-inch transitional. The shock cushion, adjustment wrench and finishing cap were replaced due to wear. General maintenance and cleaning required at this time. Resize the handle to accept the transitional member, replacement of worn components. Root cause analysis: complaint confirmed via inspection of the unit. Unit received had the base handle closed without the 6-inch transitional member inserted, deforming the handle hole. This unit is beyond integra¿s 7 years recommended life cycle (2005). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.